Manufacturer narrative:
B2: date of death estimated as: (B)(6) 2023. B2: date of procedure estimated as: (B)(6) 2023. B3: date of event estimated as: (B)(6) 2023. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects, malfunctions and devices reported in the pmcf report are captured under separate medwatch reports. Literature attachment: article title post-market clinical follow-up evaluation report vessel closure devices.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the prostar xl vessel closure device that may be related to procedural death. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices please see the attached post market clinical follow up evaluation report for specific information.

Event description:
Subsequent to the previously filed report for the post-market clinical follow-up (pmcf) evaluation report vascular closure devices where data was captured from june 2022 to june 2023, additional information was received for the same pmcf on 10/17/2024. The data capture was extended for another year and the same outcomes were measured between june 2023 and june 2024. Although the same outcomes were measured as in 2023, there were zero reports of hematoma and zero reports of pseudoaneurysm in patients who received the prostar device for this 2024 time frame.

Manufacturer narrative:
Corrections: b2 - date of death updated from (B)(6) 2023 to (B)(6) 2024. B3 - date of event updated from (B)(6) 2023 to (B)(6) 2024. B5 - describe event or problem: updated. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number: updated from ni to unknown. Updated: literature- article title from rpt2130848 rev e.pdf to rpt2130848 rev f released on 10/17/2024.